Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the pump depleted from 35% to 5% and shut off within one day. Customer reported blood glucose level was 100 (mg/dl). Review of pump data confirmed the battery drop and the pump battery was at 44% after being connected to a power source. Reportedly the customer will continue to use the pump for insulin therapy.